Event description:
The facility risk manager reported the following: pt dx unk - during insertion of central venous catheter via right internal jugular in or: guidewire would not thread past 18cm. Needle removed. During removal of guidewire, could not withdraw last 2-3 cm of wire. X-ray revealed questionable knot about 2 cm below surface of skin. Removal of wire attempted. Wire broke off. Repeat xray revealed 2-3 cm wire still in skin, where it currently remains. Portion of guidwire that was removed was not saved.